Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and blood in/on the helix mechanism.

Event description:
It was reported that the ventricular lead had positioning difficulties during the attempted implant. The lead had high impedance and low sensing value. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.